Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 8.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient without problem and the procedure was completed with a different device. No patient complications were reported and the patient status was good.